Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia, fell and loss consciousness. The customer was unable to self-treat and was administered a glucose injection and was provided chewable dex-4 for treatment by a health care provider. A reading of 5.4 mmol/l was obtained on an hcp meter, however it is unknown if this reading was obtained before or after the reported treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.